Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system tubing was broken and medication leaked out during use. The following information was provided by the initial reporter: "one of our safety initima¿s was insitu in one of our resident¿s and the rn noted that the tubing was broken and medication was leaking out... Removed from the resident."

Manufacturer narrative:
H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, the effected sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system tubing was broken and medication leaked out during use. The following information was provided by the initial reporter: "one of our safety initima¿s was insitu in one of our resident¿s and the rn noted that the tubing was broken and medication was leaking out... Removed from the resident."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.